Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that the physician implanted a 36 x 18 x 155 talent bifurcated abdominal stent graft 2 mm below the renal artery so, there would be room to implant the thoracic cuff. The aortic neck diameter measured, starting at the renal artery starting at 10 mm below 34 mm in diameter, at 20 mm below 36 mm in diameter, at 30 mm below 32 mm in diameter, at 40 mm below 32 mm in diameter, at 50 mm below 33 mm in diameter. The physician performed an angiogram to identify the renal arteries and then started the deployment of the talent thoracic 40 x 40 approximately 1.5 cm above the renal arteries, upon deployment, the stent graft misaligned deployed. There was no room to pull the graft back any further. There are no endoleaks and there was no intervention required. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other misaligned deployment, evaluation results/conclusion: (did not follow the recommended deployment technique in the instructions for use).